Event description:
It was reported that the right atrial lead exhibited high impedance and high thresholds. It appeared that the lumen was occluded about half way down the lead body. A lead fracture was suspected. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that an insulation abrasion at 25 cm to 26.5 cm from the connector pin was consitent with that produced by friction to another implanted device.